Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The run which involved the discrepant result was valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 527399 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 527399 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 527399 (including the components) was performed to identify any records that were potentially related to the reported complaint. This review did not identify any existing internal issues or nonconformances related to the reported complaint for lot# 527399. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 527399. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot 527399 was not identified.

Event description:
The customer identified a falsely positive alinity m sars-cov-2 result for one patient. The following was provided: sid (B)(6) collected on (B)(6) 2022; run date (B)(6) 2022 result positive (cn 34). New sample collected (B)(6) 2022 was run on an alternate method (aptima panther) result not detected. The patient conducted multiple rapid covid-19 home testing were negative. The patient filed a complaint with new york state because their surgery was canceled as a consequence of this result. No further information is available from the customer regarding patient diagnosis, the specific surgery that was reportedly delayed as a result of the falsely positive result, the impact to the patient of the delayed procedure, or the current status of the health of the patient.